Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator ICD exhibited a right ventricular rv shock impedance measurement of greater than 125 ohms. Technical services ts discussed increasing the alert value. This ICD remains in service. No adverse patient effects were reported.